Event description:
It was reported that pump experienced malfunction and displayed malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code appeared again.